Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Analysis of the foreign material revealed that it was organic silicone (viscous) and organic silicone (solid), although the origin could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿"chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the combination function with related equipment". Inspection of the endoscope? 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the auxiliary water feeding function. 3 confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation confirmed. It was noted that water could not be supplied due to clogging of the jet tube. It was also noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The adhesive on the bending section rubber had a chip and a white clouded area. There were scratches noted throughout the device and the distal end plastic cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had a clogged auxiliary water pipe with a whitish stick foreign matter. The issue was found during a diagnostic procedure and it was completed with a similar device. Inspection and testing of the returned device found that the secondary feeder conduit had a whitish sticky foreign body. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.